Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had excessively high chest tube output post implant. The patient was taken back to the operating room for chest washout.

Manufacturer narrative:
This was determined to be additional information to MFR. Report#: 2916596-2021-07834.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.